Event description:
Pt taken to operating room for removal of left subclavian venous access port. A 9-6 fr plastic port with attachable radiopaque silicone single lumen venous catheter. After incision made and port pulled - port completely sheared at level of clavicle - port device o/w intact. X-ray c-arm ordered and distal catheter was seen in right heart. Pt sent from pacu to hospital in (B)(6) for removal by cardiologist. The catheter was successfully removed at another facility.